Manufacturer narrative:
No device was returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that when opening or closing gantry the pendant button need to be pressed multiple times for movement to complete. There was no patient present when this issue was identified.